Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/29/2017 with the following findings: moisture was found in the battery compartment. The battery compartment was cracked on the left side of the grip pad. The display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, there was moisture, and the display was dim. This report is made based on results of investigation completed on 06/29/2017.